Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation due to chaffing under the shoulder straps of the lifevest. The patient reported that she was "working with her nurses to 'alleviate' the area". The exact medical intervention is unknown. Follow-up indicated that the irritation was healing.